Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure in the left pulmonary artery using an indigo system separator 8 (sep8). During the procedure, while in use with another manufacturer¿s sheath and an indigo system aspiration catheter 8 (cat8), the wire distal to the sep8 bulb became detached and broke off in the patient. Consequently, the detached wire became lodged in the clot. The physician removed remainder of the sep8 and then attempted to aspirate the detached wire using the cat8 but was unsuccessful. Therefore, the physician left the wire in the patient and does not believe that it will cause harm to the patient. There was no report of an adverse effect to the patient.